Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically in the aorta in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. At the start of the procedure, difficulty was encountered in advancing the 0.018 guidewire through the aortic valve. In an attempt to artificially induce aortic valve regurgitation to pass the guidewire, the aortic root was pushed up with a surgical instrument (the tip of the blood suction circuit). The tip of the instrument damaged the left atrial cavity, causing bleeding. Cardiopulmonary bypass was introduced while transfusing red blood cells, and the left atrial cavity was repaired under cardiac arrest. After the repair was completed and the heartbeat resumed, hemostasis was confirmed. The procedure was then restarted with the 5.5 insertion procedure. A 0.035 guidewire and catheter were used to pass through the aortic valve, then replaced with a 0.018 guidewire. The impella was then inserted. Four days after support, the device was removed with continued ECMO support. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-6 at 3.2l/min with d5w sodium bicarbonate in the purge solution. It was reported that the cardiac injury was attributed to user technique.